Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample resulted in sodium values of 168.000 mmol/l and 158.000 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The vacuum nozzle was cleaned, but the issue still occurred. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.